Manufacturer narrative:
The reported complaint was not confirmed. The fsr suggested that it could be the power cord if they continue to have problems. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the ccp to the biomed: the battery back-up system was not connected to this pump and the ccp was unable to deliver the cardioplegia (cpg) to arrest the heart. Luckily this was in the beginning of the bypass run, the heart was not arrested. The ccp called the biomed and they shut the pump off and restarted. This seemed to fix the issue for the day. We do have a manual hand crank but it is not precise when giving cpg and the battery back-up system will only work for about an hour or so, depending on how much we are utilizing it during a case. This is not the first time the pump went into battery back-up. The first time this happened was in (B)(6) 2015, refer to emdr #1828100-2016-00001. Per ccp to the biomed: the pumps that need to be connected to battery backup are the delphin centrifugal pump, cardioplegia and the vent pump which is right next to the cardioplegia pump. We cannot risk this event happening again. We do have a backup roller pump and a medtronic centrifugal pump if there was an issue with the main veno ¿ arterial pump, but do not have a backup cardioplegia pump, so it is mandatory that this pump is connected to the backup battery system. Per script questions the biomed was unsure if they heard or could see any alarms around the time of the event and they did check the circuit breaker on the back of the safety monitor. Per fsr, the user facility called a third party service to investigate the issue and they could not duplicate the issue. The fsr will not be going out to check the unit.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusion system was running on battery when plugged in. The device was not changed out, as the customer used the unit as is. There was about a five minute delay as they tried to plug the system into another outlet and it seemed fine. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on 21-jun-2016: manufacturer clinical services (cs) spoke to the perfusionist (ccp) regarding the reported issue. This hospital uses a sarns 8000 system with a sarns centrifugal (with delphin battery) as the arterial pump. About five minutes into cardiopulmonary bypass, the cardiovascular (cv) surgeon cross-clamped the aorta and the ccp was going to start delivery of cardioplegia (cpg). The ccp noticed the cpg roller pump was dark and the base had switched to battery (loss of alternating current [a/c] power to base). The cv surgeon elected to remove the aortic cross-clamp and the patient was weaned from cpb without issue and the patient was stable hemodynamically. The ccp powered down the 8000 base and plugged the base into another a/c outlet in the operating room (o/r). The 8000 base was powered on and did power up on a/c power and all pumps were operational. Cpb was re-initiated and the case was completed successfully, as scheduled. There was a delay of about five minutes as issue was troubleshooted. The cpg roller pump did not switch to battery, as a battery cable from the base was not connected to the cpg pump. This issue has been rectified, as one of the battery cables is now connected to the cpg pump. There was no associated blood loss and no harm was observed. As this is the only perfusion system they have on-site, they requested emergency field service support from the manufacturer to come to the hospital and investigate the event per inspection of the 8000 base and power cord. Manufacturer field service representative (fsr) are not able to provide service of the sarns 8000 system, currently, as post consent decree procedures and parts are not currently validated. The customer has turned to a third party group ((B)(4)) to come to the hospital and provide emergency technical support. They are scheduled to arrive the week of june 20, 2016.